Manufacturer narrative:
Additional information: additional information: the lot was manufactured between november 14, 2018 and november 15, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred on unknown dates from (B)(6) 2019. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink extension sets leaked while in use on patients. The leaks were observed at the hub where the patient¿s angiocatheter and the extension set were connected. The events were observed either pre-operatively after the IV was inserted and prior to the patient receiving a regional block, operatively, or post-operatively. Both 20 and 22 gauge angiocatheters were used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.